Manufacturer narrative:
MDR. / initial 2 of 2. Based on the available information, this event is deemed to be a malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced two infusion sets tubing leakage at site. The infusion set was in use within 30 minutes. The patient replaced the infusion set and resumed insulin deliveries successfully.